Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false downstream occlusion" was not reproduced. Evaluation sent the device to flowline for downstream occlusion testing and the device passed the test. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed false downstream occlusion on any tube line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.